Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed t-wave oversensing (twos) post bi-v pacing on a stored ventricular tachycardia non-sustained (vt-ns) episode from approximately six months prior. The lead remains in use. No patient complications have been reported as a result of this event.